Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2025-08981 as the malfunction does not prevent a user from dispensing medication. A technical support specialist confirmed that there was no delay in patient care workflow. Hence 2016493-2025-08981 was recalled as it will not be evaluated for reportability.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to run reports. The technical support specialist confirmed that the issue was related to the server and resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system the user was unable to run reports. The customer reported that when a report was been selected that displays the message as "unexpected error occurred, please try again later." The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.